Event description:
The physician implanted two devices in 2008. Three months after the surgical procedure, the pt was experiencing discomfort and complained of a mass on one side of forehead.

Manufacturer narrative:
The device was explanted in 2008. The device has not been returned for eval; however, the operating physician submitted it to a local lab for eval. The diagnosis: a partially polarizable foreign fibular material with dense foreign body granulomatous reaction. No conclusion could be determined regarding root cause. The batch record for this lot has been reviewed which discovered no unusual mfg event. This is the only instance of this issue reported with this lot to date. Coapt's consulting physician has followed up with the operating physician. If additional info becomes available, it will be submitted in a supplemental report.